Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new order and patient information were not transferring to pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new order and patient information were not transferring to pyxis. A technical support specialist (tss) dialed into the es server and ran server downtime query in sql server management studio (ssms) and sent an email to the client. The client confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.